Event description:
A 5mmx18mm racer biliary stent was implanted into a saphenous vein graft. The lesion morphology was reported to be severely tortuous with severe calcification. It was reported that the stent was successfully implanted however, balloon burst between 6 and 7 atms after an unknown number of inflations. The rupturing of the balloon may have been due to the severe calcification. The delivery system was removed from the patient. Upon inspection of the delivery catheter it was noted that the portion of the delivery catheter distal to the proximal marker band was not attached to the delivery catheter. The distal portion of the delivery catheter remained in the patient. The physician attempted to retrieve the tip/balloon portion of the device with a snare but was unable to retrieve the distal portion of the delivery catheter which is in the patient's collateral artery. The physician elected to leave the tip of the delivery catheter in the collateral artery. No additional sequelae were reported and the patient is reported to be fine.